Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive. After re-booting the system, the patient registration was not saved. The surgeon opted to discontinue the use of the navigation system and halted the surgery. There was no impact on patient reported. No further details have been made available.

Manufacturer narrative:
Correction: adverse event was incorrectly selected. Event was not adverse event; product problem only. Correction: event did not required intervention to prevent permanent impairment/damage (devices). The surgery was not halted. The surgeon opted to complete the procedure without the use of the navigation system. The patient was not scheduled for a second surgery. Serious injury incorrectly selected. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Parts not returned to manufacturer for analysis. Device not returned.

Manufacturer narrative:
This event occurred in (B)(6) which is approximately 10 hours ahead of the time zone where the event was recorded (u.s.a.). Thus, it was (B)(6) 2013 in the USA where the event was recorded, but was (B)(6) 2013 in (B)(6) when the issue occurred. Multiple surgeries have been successfully performed using the navigation system. The reported issue could not be replicated.